Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm critical pump error (open book image). Customer's blood glucose at time of incident was unknown. Customer stated that critical pump error image was displayed on screen. The customer was advised to return the pump and we will replace it.

Manufacturer narrative:
Broken force sensor alarm was noted in the insulin pump history and critical pump error noted on pump due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Also moisture damage found on the motor and keypad flex tail. The insulin pump received with scratched case, pillowing keypad overlay, keypad overlay texture damage, missing display window cover, cracked case behind the pump near the battery compartment, cracked battery tube threads and minor scratched lcd window.